Event description:
It was reported that two of the three prongs at the end of the screwdriver had snapped off, making the screwdriver unusable. It could have been possibly due to the removal of a difficult screw. There was a second set that was used to complete the operation. The device was in contact with the pt. There was no pt injury or death alleged. The event led to an increase in surgery time at 10 minutes.

Manufacturer narrative:
It is unknown if the device involved in the reported incident is expected to be returned for evaluation. An investigation has been initiated based upon the reported information.